Event description:
Approximately three months after hvad implantation, the site reported an event involving a patient whose battery was not charging. The battery was replaced with one from the hospital's stock, and the units in question were returned to heartware for analysis. No harm or injury to patient was reported as a result of this incident.

Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery ((B)(4)) contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00630 and 3007042319-2013-00972) submitted for devices related to the same event. Product remains implanted.

Manufacturer narrative:
The site has indicated that the pump remains implanted. The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Functional testing revealed that (B)(4) contained a faulty cell pair which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This is one of two reports (3007042319-2014-00630 and 3007042319-2014-00972) submitted for devices related to the same event.